Manufacturer narrative:
(B)(4). Method: the iw950 cosycot infant warmer was returned to our service centre in the (B)(4) where it was visually inspected by a trained fisher & paykel healthcare service engineer. Results: during servicing at our UK service centre the power fail alarm was found to be faulty due to a failed c22 capacitor on the power pcb. Conclusion: the subject infant warmer is about 15 years old and it is likely that the replaceable super capacitor on the power pcb had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The power pcb was replaced on the returned iw950 cosycot infant warmer and the device was returned to the customer after passing the necessary safety and performance tests.

Event description:
The biomed from a hospital in the (B)(6) reported that the power fail alarm on an iw950 cosycot infant warmer was not functioning during a service of the device. This was found during the routine service of the device.